Event description:
The pt contacted lifescan alleging that their one touch ii meter would power off during use. The medical affairs specialist mailed a letter since the pt could not be reached by telephone. The pt was unable/unwilling to indicate if they experienced symptoms of high or low blood glucose levels during the time of concern. They reported eating prior to being taken to the hosp. A result of 375 mg/dl was obtained on the hospital meter and they were administered benardryl as treatment. They were unable to recall the time difference between attempting to test on their meter and the hosp meter. The pt did not allege harm. There is insufficient info to suggest that the pt experienced injury or medical intervention. It would have been helpful to know if the pt experienced symptoms, when they attempted to test on the reported meter in comparison to the hosp meter, their medication regimen, and regarding the treatment received at the hosp. The customer care representative (ccr) verified that the batteries were correctly installed, the battery contacts were in good condition, and the battery was replaced less than 1 year ago. The ccr walked the pt through replacing the battery and the meter powered off before the allotted time was up. Based on the info supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device rportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.